Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic sleeve resection procedure. The stapler was not able to fire. The status of all the indicator lights was solid. In order to resolve the issue and complete the case, used another reload. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Additional information: the incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.